Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6. The reported event could not be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 00599003410 - distal femoral augment block - 64632239. 00598801013 - straight stem extension - 65813061. 00598801215 - straight stem extension - 65957211. 00588000310 - tibial full block augment - 66028552. 00588000300 - tibial component - 66134976. 00588004014 - articular surface with hinge post - 66141876. 42540200029 - patella - 66187800. 00599003410 - distal femoral augment block - 00599003410. 66022663 - palacos - 67211312. 66022663 - palacos - 67211312. 66022663 - palacos - 66941279. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a revision approximately 17 months post implantation due to patient fall. Femoral fracture and femoral loosening was noted. It was reported that no further information is available.